Event description:
It was reported that a device alarmed for a system error 322. There was no pt injury reported.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. Review of the history log confirmed the system error 322. Although, the unit was tested for 24 hours with no recurrence of the system error. The upper and lower aux were found to be out of spec. The upper and lower aux was replaced.